Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint that the instrument had a broken cable; however, there was no broken srk lodged in the instrument. The instrument's housing was removed and it was discovered that the instrument's grip cable was broken. Intuitive motion was not being experienced upon manual input of the disk knobs. The instrument's cable crimp was still installed in its slot at the wrist. The instrument was installed on an in-house system and failed engagement due to the broken grip cable. It was concluded that the grip cable likely broke due to the customer attempting to utilize the srk in hole 3 of the instrument prior to the instrument being fully unclamped in hole 2. If the grip cable breaks, the instrument's jaw will not open when the srk is utilized in the hole 3. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the stapler 45 instrument. While the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted lung resection procedure, the endowrist stapler 45 instrument was partially closed and suddenly locked and could no longer be controlled by the surgeon. At that time, a recoverable fault was observed on the surgeon console and the stapler release kit (srk) was attempted to be used. The surgical staff was able to remove the tissue from the jaws of the instrument and recover from the fault. The endowrist stapler 45 instrument was observed to have a cable wire sticking out of the distal tip gears. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. On 11/15/2017 intuitive surgical, inc. (Isi) obtained the following additional information: it was stated that the endowrist stapler 45 instrument was re-inserted for the second staple line for the resection of lung tissue and when the surgeon attempted to reposition the instrument jaws, an error message was generated indicating that the srk was required. The instrument was not fully clamped and was not fired. The srk broke while attempting to open the instrument jaws. The customer had a replacement key, however, they found that it was the incorrect key. The surgeon was able to wiggle the instrument from the patient's tissue to remove the instrument. Due to a delay in locating a replacement srk, the procedure was delayed 40 minutes requiring additional anesthesia to be administered to the patient.